Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 10 weeks, a lead dislodgement was reported. The patient was hospitalized, the lead was repositioned on (B)(6) 2014 and the patient was discharged the same day. On (B)(6) 2014 it was furthermore reported that the threshold was elevated. On (B)(6) 2014, the patient was again hospitalized, the lead was explanted and replaced on (B)(6) 2014. The patient was discharged the same day. The lead was not returned to biotronik. There were no adverse patient events reported.